Manufacturer narrative:
Concomitant medical products: perclose, merit 6f sheath. Complaint conclusion: as reported, a 6f-7f mynxgrip vascular closure device (vcd) was being used to close a patient femoral artery and the balloon burst upon pullback after it was inflated. There was no reported patient injury. The physician attempted to use another closure device, but the suture broke. The patient had a lot of calcium at the closure site. Manual pressure was used to achieve hemostasis, the patient went home that evening. The target lesion was the superficial femoral artery (sfa). The lesion had severe calcification. There was moderate vessel tortuosity. There was moderate vessel angulation. The deployer is trained in the mynx device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was the femoral head. Manual compression was applied for 20 minutes. The patient was released that day and has recovered. The mynx vcd was prepped according to the instructions for use (IFU). The balloon did not lose pressure during prep or patient use. There was a prior stent in the common femoral. The balloon lost pressure at the 1 st stop. There was not any visible damage in the distal end of the sheath after removal. The puncture site was very calcified. The product was not returned for analysis. The product history record (phr) review of lot f1900703 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, access site vessel characteristics (severe calcification with moderate tortuosity/angulation) and/or the condition of the sheath (ruptured at first stop even though it was reported that there were no damaged noted at the end of the sheath) may have contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) was being used to close a patient femoral artery and the balloon burst upon pullback after it was inflated. There was no reported patient injury. The physician attempted to use another closure device, but the suture broke. The patient had a lot of calcium at the closure site. Manual pressure was used to achieve hemostasis, the patient went home that evening. The target lesion was the sfa. The lesion had severe calcification. There was moderate vessel tortuosity. There was moderate vessel angulation. The deployer is trained in the mynx device. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was the femoral head. Manual compression was applied for 20 minutes. The patient was released that day and has recovered. The mynx vcd was prepped according to the instructions for use (IFU). The balloon did not lose pressure during prep or patient use. There was a prior stent in the common femoral. The balloon lost pressure at the 1 st stop. There was not any visible damage in the distal end of the sheath after removal. The puncture site was very calcified.